Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm apex flex balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The apex device inflated and held pressure for 5 minutes without leaking. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm apex¿ flex balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different balloon catheter. No patient complications were reported.